Manufacturer narrative:
The device was returned and evaluated. The soft cannula was observed to be kinked. Though this may have happened during shipping, if this kink happened while on the patient, it would likely cause a deficiency in normal insulin delivery. Lack of insulin delivery is a likely cause of high blood glucose (bg) levels. The exact cause of the of the kink could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl and was vomiting while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to look a little bent. Patient stated that insulin was leaking. Patient had moderate ketones. As treatment, patient switched pods, gave a shot through syringe and drank fluids.